Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 351 mg/dl. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer was feeling thirsty from their high blood glucose. Troubleshooting found the customer had several no delivery alarms in their alarm history. Customer declined to troubleshoot for the no delivery alarms. It was also found the customer did not have a bent cannula after removing their infusion set. Troubleshooting was not completed because the customer did not have a tubing clamp present. The customer also reported skin irritation at their site. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.